Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the cardiac resynchronization therapy defibrillator (crt-d) was missing the setscrew from the left ventricular (lv) port. The crtd was ultimately implanted by removing the grommet from the old device and reusing the setscrew from the old device. The crtd remains in use. It was also noted that left ventricular (lv) lead exhibited high impedance on the distal electrodes due to suspected fluid ingress. The lv lead remains in use. No patient complications have been reported as a result of this event.